Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser became unavailable. The system was exchanged and the case was completed with minimal delay and no harm to the pt.